Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced vaginal pain and jolting sensation. Impedance measurements showed >4000 ohms on electrode combination of 0 and 1 and 0 and 2. It was noted that the pt had severe anaphylactic reaction in (B)(6) 2011 which required "paddles". The pt was reprogrammed around the electrodes with high impedances on (B)(6) 2011 with subsequent resolution of the vaginal pain. The healthcare professional was going to monitor the pt with the new programs. No pt injuries were reported.